Event description:
Additional information reported the revision was "postponed and did not take place yet" as of (B)(6) 2015.

Event description:
A manufacturer representative reported the patient¿s lead had migrated/dislodged and had ¿migrated down, so their healthcare provider (hcp) was wanting to push it back up again.¿ it was noted the lead was not twisted or coiled. There were no patient symptoms reported from the event. The patient was scheduled to undergo a revision on (B)(6) 2015 as a result of the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).